Event description:
It was reported that a user experienced an initial pairing failure between a new freestyle libre 3 plus sensor and the ilet mobile app, which resolved after the user rescanned the sensor and the app displayed a warmup timer. Symptoms included no glucose readings during the initial pairing attempt. Outcomes included temporary interruption of sensor glucose availability with no reported clinical harm and no effect on insulin delivery. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed successful re-pairing and initiation of the sensor warmup after rescanning, indicating a transient pairing issue. It was concluded that the device functioned as intended after user-led troubleshooting, with no further action required unless readings did not appear after warmup.